Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: transforaminal posterior interbody fusion, left l5-s1; cage instrumentation, l5-s1; pedicle instrumentation bilateral l5, bilateral s1; posterior spinal fusion l5-s1; intra-op biplane fluoroscopy; for pre-op diagnosis of: herniated pulposus, l5-s1; spinal stenosis l5-s1; foraminal stenosis l5-s1, scoliosis, spinal curve, radiculopathy, gait disturbance, degenerative disc and joint disease. As perop notes: "...bmp and cancellous autologous bone were placed in the anterior aspect of l5-s1 disc. Then a implant made of peek material was inserted and filled with cancellous autologous and bmp, in the intradiscal space and implant measured 12 x 32mm. Patient tolerated procedure well.."

Event description:
It was reported that the patient underwent a l5-s1 tlif spinal fusion using infuse. It was reported that imaging studies showed that the patient developed uncontrolled bone growth and resulting nerve compression near the implant site. It was reported that the patient additionally suffers from pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.